Event description:
It was reported that the iab was inserted via the left femoral artery. At the onset of pumping, blood was noticed coming from a small hole near the hemostasis cuff. The iab was removed and replaced without any complications.